Manufacturer narrative:
.

Event description:
It was reported that the tablet device was not charging despite being connected to the power adaptor. The power adaptor was reinserted and the tablet device was able to be charged. It was noted that power adaptor had a loose connection. A replacement power adaptor was provided. The physician's office discarded the suspect power adaptor; therefore, no analysis can be performed.